Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The string unraveled and came off of the tampon [device breakage]. Case narrative: consumer reported via email that the tampon string unraveled and came off the tampon. No injury was reported.